Manufacturer narrative:
Clarification to h.6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® voluma¿ xc in the cheeks, lips, and chin and juvéderm®. About 2.5 years later, patient experienced swelling in the face, cheeks, and lips. Patient stated the chin ¿feels like a golf ball¿. Patient also had juvéderm® voluma¿ xc in the temples but that area did not swell. The hcp stated patient had been sick prior with a cold and the flu the previous year but never experienced the swelling they have now. Patient currently has the flu, strain b. Patient is being treated with doxy, prednisone, zyrtec®, benadryl®, and tamiflu®. Patient is still having a reaction to the filler from juvéderm® voluma¿ xc and having the flu. Symptoms are ongoing.